Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was particulate in the product. Particulate".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was particulate in the product. Particulate".